Manufacturer narrative:
Corrected/updated date see: (g7), (h2), (h5), (h10). H5: device is a daily disposable contact lens and is labeled for single use. Initial report submitted as "labeled for single use? = no."

Manufacturer narrative:
The relationship between the coopervision device and the adverse event is unconfirmed.

Event description:
The incident was reported by the eye care provider to the manufacturer. The patient alleges that they sought medical treatment at the hospital and was treated for an infection in the left (os) eye. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown outcome.